Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation confirms the lower jaw bent slightly towards left side, consistent with the device hitting bone during a procedure or being mishandled/dropped or clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw resulting in lower jaw bent. This failure can be attributed to user technique. An expressew iii needle was loaded onto the device and tested on a sample rubber strip. The needle could not be deployed fully as it was getting stuck due to lower jaw bend. The trigger had to be manually pushed forward to release the needle. The angle of the deformed lower jaw is the contributing factor for difficulty in deploying the needle. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two dissimilar complaint for this lot of devices that were released to distribution. The one dissimilar complaint was attributed to device worn from normal use and other complaint could not be confirmed. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a rotator cuff surgery the wrong of the needle was firing out of the expressew iii without hook. The procedure was completed with a like device. There was no patient consequence or surgical delay. This report 1 of 1 for (B)(4).